Event description:
During a study the physician maneuvered the catheter in the left atrium and the pull wire to the 9f channel steerable sheath snapped. No injuries occurred. The physician obtained another sheath for use. A visual inspection at the facility noted that the silver wire at the distal tip protruded form the sheath itself. The wire protruded from the sheath approximately 2-3 cm from the tip. The length of the wire protruded is approximately 1-2 cm.